Event description:
Rptr alleged obtaining a discrepant blood glucose result of 596 mg/dl back to back with a result of 171 mg/dl on her client's active s system when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. Rptr stated she ate and took 5 mg of glipizide. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.